Manufacturer narrative:
It was reported that a 45 day post amulet device implant a transesophageal echocardiogram (tee) showed thrombus on device. Information from field indicated that the cause was due to the patient stopped taking medication. However, the exact cause could not be determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The patient had started taking medication (eliquis) and was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2025, a 45 day post operative transesophageal echocardiogram (tee) was conducted and showed a thrombus on device. The physician said it was happened due to the patient stopping taking the medicine on their own not under physician guidance. The patient was started taking eliquis. The patient was reported stable.